Event description:
It was reported that right atrial lead had dislodged. The lead was successfully repositioned. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
Additional information reported stated that on (B)(6) 2014 the right atrial lead had also exhibited loss of capture and inadequate sensing.